Manufacturer narrative:
On 3/24/16 - this lead was originally reported with this complaint, but it was found that it was reported incorrectly. Please reference sn: (B)(4), for the correct lead for this complaint. It is believed this lead was replaced by sn: (B)(4).

Event description:
Ous MDR - after an implantation time of about 30 months, oversensing with inappropriate shock delivery was reported. Brown discoloration on the lead and blue discoloration on the back of the housing were also reported during the surgical revision. Signs of wear on the housing from the lead were also apparent. The lead and the ICD were not returned to biotronik but were issued to the patient by the surgeon as per her request. Shock delivery aside, no worsening of the patient's health was reported.

Manufacturer narrative:
The ICD and lead are currently not available for analysis. At this time, we are not able to draw any final conclusions with regard to the clinical observations. The investigation will be continued as soon as we have new information.